Event description:
The service repair technician reported that during routine testing of the device at the service center, the unit has not been used due to rom-bios problem on the central control monitor (ccm). The user ordered and replaced rom-bios. After booting, a "system computer needs service" error message occurred. There was no pt involvement.

Manufacturer narrative:
This central control monitor (ccm) is a terumo demo unit.